Event description:
Related manufacturing ref: 3008452825-2019-00076. During the procedure, an air embolism was noted. More than 80 ml of air was aspirated from the coronary artery and the aorta. In the right atrium, the swartz braided transseptal introducer was replaced to the agilis introducer. The ablation catheter and the agilis introducer assembly were advanced into the left atrium, and later on, the patient¿s condition changed suddenly due to the air embolism. The patient had st elevation and a sharp drop in blood pressure.

Event description:
The event leaded to extended hospitalization and medication was administered to treat the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. Microscopic examination of the seal revealed no anomalies.the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported air embolism remains unknown.